Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow-up in clinic, rv lead noise was observed and detected as ventricular fibrillation (vf). The lead remains implanted. Patient was stable.

Event description:
New information received on (B)(6) 2019 indicating that isometric testing was performed and noise could not be reproduced. No intervention was performed. The patient would continued to be monitored.